Manufacturer narrative:
This was clearly an unusual accident and user error; there was no device malfunction. Decision to file was based on the fact that the pt sought medical help as a result of using the device. It further relevant info becomes available, an amended report will be generated.

Event description:
In 2008, tripath imaging technical support received a report from a private ob/gyn clinic in other country, that a pt may have ingested surepath preservative fluid. The pt put the fluid into his mouth, but spat out most if not all of it because of the taste. The material safety data sheet (msds) was provided to the caller. The fluid primarily contains deionized water and ethanol, but also a small amount of methanol (1.2%). The vial is used to preserve a cervical cytology sample for analysis. It is not clear how the pt obtained access to the vial or if he actually swallowed the contents. The physician involved in the incident reported that she contacted the pt's mother after the event and no adverse effects were reported. No malfunction, user error.